Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. Image reviewed by rpms, consistent with customer allegation, no further escalation required.

Event description:
It was reported that during central processing, the customer reported seeing cables at tip of instrument, never used. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was never used. The cable appeared to be broken at the distal end and was discovered during sterile processing department. The instrument did not collide with any other instruments. No issues related to the motion of the grips or wrists.